Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the patient had twiddlers syndrome and twisted the leads around the device. The left ventricular lead was explanted.